Manufacturer narrative:
The system was examined and the reported event was replicated (via event logs). The company representative attempted to repair the system. However, the system message persisted. The system was then de-installed from the customer site. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 24, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the system. However, how or when the system became nonconforming cannot be determined conclusively at this time. An internal investigation was opened to address the issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a vitreoretinal procedure to treat a giant retinal tear, a system message was displayed. The system message could not be cleared after several attempts at restarting the system. Perfluorocarbon could not be removed from the eye. The case was not completed. The patient underwent further surgery.